Event description:
The customer reported issues with the ias8-120lp, airseal 8/120mm port, lot unknown, that west chester medical center recently experienced on 17november2021. Information received indicates during a hysterectomy, the airseal muffler cap had one of the rubber folds fall off inside of a patient. The flap / piece was removed. It was noted there was no impact or injury to the female patient and the procedure was successfully completed with no reported delay. Clarification received notes the issue occurred during a robotic surgery for endometrial cancer using an air seal assist port (routine case) and the case was completed as planned. The piece detached during the procedure and was retrieved. They took it out from the trocar and examined the piece with the remaining intact pieces to ensure no piece/leaflet was left behind in the patient. Nothing unusual or of special concern was noted regarding the patient¿s anatomy. There was no resistance in placing / inserting the port and nothing unusual was noticed about the port prior to use. Routine graspers had been inserted/withdrawn using the trocar. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence, as although the pieces were removed, they did fall into the patient.

Manufacturer narrative:
Correction: due to the return and evaluation of the device, h10 evaluation statement and the following h6 codes have been updated: h6 type of investigation: removed 4114 and added 10 h6 investigation findings: removed 3221 and added 3252 d2: additional product code; hif h10: investigation of the reported event is inconclusive. At time of filing, although originally expected, the reported device has not been returned to conmed for evaluation and its location is unknown. No photographic evidence has been provided. Therefore, the reported failure cannot be verified, and root cause can not be identified. Should the device be returned an evaluation will be performed and upon completion of the complaint investigation a supplemental and final report will be filed. Updated h10 evaluation: received one ias8-120lp in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the rubber seal and the foam are torn from the sound cap. As a lot number was not provided, conmed could not conduct a two-year lot history review or review the manufacturing documents from the device history record. A two-year review of complaint history revealed there has been a total of 27 complaints, regarding 27 devices, for this device family and failure mode. During this same time frame 1,100,454 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00003 the instructions for use (IFU), advised the user that if using the optional sound cap (8mm, 12mm): inspect sound cap foam and seal prior to use; use caution when inserting a sharp or large device through the blue sound cap seal; inspect the sound cap after use for physical damage of any kind. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
H10: investigation of the reported event is inconclusive. At time of filing, although originally expected, the reported device has not been returned to conmed for evaluation and its location is unknown. No photographic evidence has been provided. Therefore, the reported failure cannot be verified, and root cause can not be identified. Should the device be returned an evaluation will be performed and upon completion of the complaint investigation a supplemental and final report will be filed. As a lot number was not provided, conmed could not conduct a two-year lot history review or review the manufacturing documents from the device history record. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Also, per the IFU, the user is advised that if using the optional sound cap (8mm, 12mm): inspect sound cap foam and seal prior to use; use caution when inserting a sharp or large device through the blue sound cap seal; inspect the sound cap after use for physical damage of any kind. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported issues with the ias8-120lp, airseal 8/120mm port, lot unknown, that west chester medical center recently experienced on (B)(6) 2021. Information received indicates during a hysterectomy, the airseal muffler cap had one of the rubber folds fall off inside of a patient. The flap / piece was removed. It was noted there was no impact or injury to the female patient and the procedure was successfully completed with no reported delay. Clarification received notes the issue occurred during a robotic surgery for endometrial cancer using an air seal assist port (routine case) and the case was completed as planned. The piece detached during the procedure and was retrieved. They took it out from the trocar and examined the piece with the remaining intact pieces to ensure no piece/leaflet was left behind in the patient. Nothing unusual or of special concern was noted regarding the patient¿s anatomy. There was no resistance in placing / inserting the port and nothing unusual was noticed about the port prior to use. Routine graspers had been inserted/withdrawn using the trocar. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence, as although the pieces were removed, they did fall into the patient.

Event description:
The customer reported issues with the ias8-120lp, airseal 8/120mm port, lot unknown, that (B)(6) medical center recently experienced on (B)(6) 2021. Information received indicates during a hysterectomy, the airseal muffler cap had one of the rubber folds fall off inside of a patient. The flap / piece was removed. It was noted there was no impact or injury to the female patient and the procedure was successfully completed with no reported delay. Clarification received notes the issue occurred during a robotic surgery for endometrial cancer using an air seal assist port (routine case) and the case was completed as planned. The piece detached during the procedure and was retrieved. They took it out from the trocar and examined the piece with the remaining intact pieces to ensure no piece/leaflet was left behind in the patient. Nothing unusual or of special concern was noted regarding the patient¿s anatomy. There was no resistance in placing / inserting the port and nothing unusual was noticed about the port prior to use. Routine graspers had been inserted/withdrawn using the trocar. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence, as although the pieces were removed, they did fall into the patient.

Manufacturer narrative:
Additional product code; hif. At time of filing, although expected, the reported device has not been received into conmed¿s complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.